Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the 1st obtuse marginal and one ende avor sprint drug-eluting stent implanted in the rca. Approximately 21 months post the index procedure the patient suffered a myocardial infarction. Three days later a revascularization of the lcx was carried out and the patient had a resolute integrity drug-eluting stent implanted. The patient recovered with treatment.

Manufacturer narrative:
(B)(4). Results: mi.

Event description:
Investigator assessed that the previously reported mi and revascularization events were not related to the study device.